Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/08/2019. Additional information: d4 (lot#), g1 (MFR site), h4 (device manufacture date), h6. Corrected information: d3 (manufacturer name, city and state), g1 (MFR site), g2 (report source). A manufacturing record evaluation was performed for the finished device v293h, pebbhwq0 number, and no non-conformances were identified. Additional h3 investigation summary: one opened box with unopened samples of product code: v293, lot: pebbhwq0, was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle was found.

Manufacturer narrative:
Product complaint #: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During use, the needle pull off occurred. The procedure was completed successfully. There were no patient consequences reported.